Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was one repair request made in the past year on april 11th, 2024. Visual and functional tests were performed, and the root cause is of the issue was an anomaly in the device's downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.

Event description:
It was reported that "the blockage alarm did not stop." There was patient involvement, but no patient harm or adverse event reported.